Manufacturer narrative:
Device has not yet been returned and investigation is ongoing at the time of this report. A f/u report will be submitted. Nxtage medical considers this report closed. No add'l info will be provided.

Event description:
During a routine hemodialysis treatment, pt lost consciousness. Saline was administered, 911 was called and pt transported to hospital for eval. Labwork, including enzymes and EKG were done and approx 500cc of saline was administered; pt was released that same day. No other medical intervention was reported. Pt's dry weight was decreased due to elevated blood pressure. Nurse reports pt ate a large meal prior to the dialysis treatment which may have contributed to event.